Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 417 mg/dl. The customer was experiencing dizziness as well. The customer also reported a blank screen on the insulin pump for the past three days. Advised the customer that the insulin pump would be replaced. The customer later called to report that she went to the emergency room on (B)(6) 2011 due to blood glucose levels over 600 mg/dl. The customer had been waiting for her replacement insulin pump, and her blood glucose levels remained elevated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.